Event description:
It was reported that the patient was hooked up with a machine with "magnets" that resulted in a strange noise and "zooming" sound. The machine "went crazy" and was turned off. The patient has not been feeling well since. Follow-up was attempted with the clinic and no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2012 (B)(6); 6947 implantable tachy lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.